Event description:
Procedure type: lap hepatectomy. According to the reporter: the doctor fired one clip on the ivc. After the surgery there was bleeding, the pt went back into the operating room and two clips were found open on the vessel. The pt was opened and the vessel was closed.

Manufacturer narrative:
(B)(4).